Event description:
Customer called lfs in 2002 alleging that their meter was inaccurately low and they were seen in ER. Their ot basic enhanced meter was reading inaccurately low "for a while". They tested on their meter and received a result of 24, 25 or 4". They called paramedics. They tested on their meter and received 239mg/dl. Taken to ER and tested on ER meter. Result was "200 something". Treated with insulin in ER and released after 4 hrs. Unable to verify result of 143mg/dl documented by ccr. Initially, customer stated that they went to the hospital because of "bypass in the left leg" and high blood sugar, but they were not treated with anything other than insulin. They continued to use the meter after visit to ER until they received replacement after calling lfs. Ccr was unable to verify what time customer tested and if they ate or took medication, what symptoms they had, and if they were treated by paramedics.